Event description:
It was reported that lead (6936) was extracted and replaced due to oversensing. Of note, by reporter "this event was considered as normal (= to be expected) behavior of the electrode after 134 months of use".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that lead (6936) was extracted and replaced due to oversensing. Of note, by reporter "this event was considered as normal (= to be expected) behavior of the electrode after 134 months of use". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) middle insulation and inner insulation breached; full lead in segments was returned for analysis. The outer insulation was found melted. Correction to initial reporter and facility information.